Event description:
Rptr had lasik eye surgery on both eyes at the same time. Rptr told the dr at every follow up visit including the last visit that rptr could not see well enough to drive. Rptr could not read exit signs. Rptr could not tell what the road flagmen were motioning them to do. Rptr could not drive at night. The dr told rptr they had 20/20 vision in right eye and 20/25 in left eye. Asked for a new prescription for original glasses and he said absolutely not. The dr said he could enhance the left eye again. Rptr drove in fear. Rptr saw their general practioner who said rptr had 20/70 in right eye and 20/100 in left eye and not to drive at all and to see an eye dr immediately to get prescription for glasses. Rptr saw a different eye dr who also said not to drive and gave rptr a prescription for glasses.